Event description:
It was reported that the implant at the anchor. The anchor broke in half off the suture and the anchor was floating in the joint. It was thought that the broken pieces were not retrieved. There was a 45 minute delay.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broken in joint probable root cause: design dimple retaining feature does not retain implant or retains implant with excessive force needle/implant stack up interference stack up interference for deployment length/width stack up interference for component size/diameter stiffener feature distorted and retains implant with excessive force inadequate handle assembly design inadequate raw material needle bend angle too large application user not familiar with device use user excessively bends/kinks the needle the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the implant at the anchor. The anchor broke in half off the suture and the anchor was floating in the joint. It was thought that the broken pieces were not retrieved. There was a 45 minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.